Event description:
It was reported that, following implantation, the patient's implantable neurostimulator (ins) was not programmed properly and "was not working at all." The patient could not communicate with their ins and still had to self-catheter. Additional information had been requested, but was not available as of the date of this report. See also manufacturer's report # 3004209178-2012-07160

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).